Manufacturer narrative:
Manufactures investigation conclusion: the reported event of a no external power was confirmed via the log file. The time span of 54 events in the log file could not be determined as the time stamp indicate (B)(6) 2000 at 00:00:00. The two events on (B)(6) 2020 are not related to the reported event as the controller was connected to a system monitor for log file extraction. The remaining events in the log file spanned approximately 15 hours (B)(6) 2020 from 07:37 to 22:47 per the time stamp. A no external power cable disconnect alarm activated on (B)(6) 2020 at 20:45 due to simultaneously disconnecting both power cables. The backup battery was able to provide power to the pump until 21:47 which led to clock reset and pump stops due to depleting the backup battery. The device was connected to a mpu at unknown time. The clock reset and pump stops will be investigated under (B)(4). No other notable alarm was observed. The hm3 system controller, serial (B)(4), was not returned for analysis. A root cause of the reported event was determined to be user error due to simultaneously disconnecting the power cables. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that further review of the log file revealed a no external power alarm on (B)(6) 2020 at 20:45 due to simultaneously disconnecting both power cables. No additional information provided.